Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The stretch resistance wire (sr wire) was fractured and the embolization coil was detached from its pusher assembly. The proximal constraint sphere was inside the distal detachment tip (ddt). Conclusions: evaluation of the returned ruby coil revealed that the sr wire was fractured. This type of damage typically occurs if the device is forcefully retracted against resistance and results in the embolization coil detaching from its pusher assembly. The lantern identified in the complaint was not returned to penumbra for evaluation. Therefore, the root cause of resistance could not be determined. Further evaluation of the returned ruby coil revealed that the pusher assembly was kinked. This kink was likely incidental to the reported issue and may have occurred while packaging the device for return to penumbra. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil unintentionally detached inside a lantern delivery microcatheter (lantern); therefore, the lantern containing the detached coil was removed. The procedure was completed using another ruby coil. It is unknown if the same lantern was re-used or if a new microcatheter was used. There was no report of an adverse effect to the patient.